Event description:
It was reported that during initial implant the lead would not track to the target vessel. The lead was attempted and not used and it was replaced by a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary:the full lead was returned and analyzed. There were no anomalies found. (B)(4).